Event description:
It was reported that the unit heated up during a laminectomy. The procedure was completed with another device without additional issues. There were no adverse consequences to the pt or a delay in the procedure.

Manufacturer narrative:
The device was returned to the MFR for investigation and the complaint of the handpiece heating up was able to be duplicated. The motor was repaired and the handpiece was returned to the account.